Event description:
Pt was undergoing above the knee amputation. Tourniquet was applied and inflated. Bleeding did not stop even with increased pressure. Tourniquet hose connection was checked and adapter changed and reinserted. Bleeding then decreased and procedure completed without further complications.